Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse then replaced the power supply and the issue was resolved. The cse performed the extended self-testing (est), the short self test (sst), and the performance verification test (pvt) on the device and all tests passed. Covidien reference: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had a blank screen and an inoperative error code. The ventilator was not in use on a patient at the time the malfunction occurred.